Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated testosterone result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing on an alternate methodology produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed to or in connection with this event.

Manufacturer narrative:
The sample was collected in a 13x100mm gold top serum tube with a gel separator. Qc was within the customer's established ranges prior to the event. The system checks performed on (B)(6) 2010 and (B)(6) 2010 failed with high %cvs. Service was dispatched on (B)(6) 2010. The field service engineer (fse) replaced the aspirate probes and performed all necessary alignment. The fse performed a system check and qc. All results were within the specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined.